Event description:
It was reported that on (B)(6) 2024 the handle battery powered driver buttons were malfunctioning. The issue was observed during routine field maintenance. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. Upon manufacturer inspection, it was noted that there were foreign substances on the device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: service and repair evaluation: the customer reported that on aug 7, 2024 the handle battery powered driver buttons malfunctioning. The repair technician reported intermittent run in fast forward and reverse, running low for forward , discolored pin, discolored membrane vent, crack contact plate, discolored wire, debris on internal component, rust on motor and rust on bearing spacers. The cause of the issue is improper maintenance. The following parts were repaired- motor. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part # 05.000.008, synthes lot # 007978, supplier lot # 007978, release to warehouse date: 02 dec 2020. Manufacturing site: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.